Event description:
Discrepant results for alt and ast. The following examples were provided; (1) initial ast 82 u/l, repeat 25 u/l (2) initial alt 71 u/l, repeat 24 u/l (3) initial ast 125 u/l, repeat 22 u/l (4) initial alt 120 u/l, repeat 15 u/l. Initial results were reported. Patients not adversely affected. The field service representative determined the cause to be the photometer lamp. The instrument was repaired.